Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of returned device was inconclusive.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a meniscus repair procedure on (B)(6) 2015. During the procedure, three anchors pulled out. Competitor product was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02682 / 02683).